Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this was reported to have occurred between 02 jan 2014 and 03 mar 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 5, 2013 to september 6, 2013. The sample was received with a note stating that the expected infusion time was 60 hours, and the actual infusion time was 38 hours and 20 minutes. Evaluation summary: the device was returned for evaluation with no fluid in its bladder. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 19.